Event description:
It was reported that a spectrum iq infusion pump had failed flow rate test high during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, 'failed flow rate test high' was confirmed. A review of the event history log revealed a review of the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the pressure plates out of adjustment. The pressure plates requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.